Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross connect system was selected for use. During transseptal, the physician inadvertently entered the pericardial space causing a small effusion. As the case proceeded, the patient become unstable. A pericardiocentesis was performed and the patient left the room in stable condition. No further details were provided. The device is not expected to be returned for analysis. MDR report #: mw5180180.